Event description:
It was reported that the subject interrupted infusion due to infusion site reaction. As a result, there was a worsening of parkinson's symptoms described as dystonia, sleep disturbance, restless, yelling, screaming, and vivid nightmares. No patient injury was reported.

Manufacturer narrative:
Other, other text: no product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed, and no issues were noted during manufacture. Samples from production were visually inspected to verify that the spring was not released. No discrepancies were detected. Samples from production were tested using the insertion pad to identify any abnormal behavior on the transfer of the site to the pad. No discrepancies were found. No root cause could be determined as the complaint could not be confirmed. D5 and e4 are unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).